Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available, omnipod software app version: no data available , operating system: no data available , hardware: no data available, cgm sensor type: no data available . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient experienced angled cannula and hyperglycemia with blood glucose levels reaching 339 mg/dl while wearing the pod on the abdomen between 25 and 36 hours. No additional information was provided.